Manufacturer narrative:
The information regarding the other ins was reported in MDR# 3004209178-2017-14796. References the main component of the system and other applicable components are: product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Information was received from a consumer and a family member/friend regarding a patient who was implanted with two neurostimulators for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient broke their left hip on (B)(6) 2017 and the patient had to shut the devices off before the emergency surgery in (B)(6). After the surgery, the patient was sent to rest for 6 weeks. The nurses did not want the patient to turn them on so the nurses would take care of the patient's bed wetting problems there and leave the device alone. The patient was then discharged and sent home. When the patient tried to turn the left side implant on they could not get it to come on and saw poor communication. The patient had been home for the last 2-3 weeks. Initially the caller could get the right side ins settings pulled up but when it was attempted during the call and due to poor communication the settings would not pull up. It was reported that the patient programmer was showing poor communication. The patient programmer batteries were replaced and the caller had repositioned the programmer antenna several times but was still getting poor communication. The patient had 2 implantable neurostimulator (ins)s and each ins had a patient programmer. Both of the inss's programmers were showing poor communication. The poor communication was encountered with or without using the antenna for both the left and the right ins. During the call, it was attempted to use the right patient programmer for the left ins and vice versa, but this did not resolve the poor communication issue. The patient was still wetting the bed and was having a terrible time holding urine. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3058 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type implantable neurostimulator if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the poor communication issues was not confirmed to be due to emi from the surgery. To resolve the poor communication and return of incontinence, they did a surgical correction.